Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation: as a part of the investigation, multiple due diligence requests for additional information were performed. The customer confirmed following our repeated queries for this information that the additional information requested was not available, and that further information would not be forthcoming. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document-based investigation was performed. This included a review of the instructions for use (IFU), manufacturing instructions, quality control, specifications, and image review of the included images in the article. The lot and catalog number of the reported device is unknown; accordingly, a review of the device history record and complaint search could not be conducted. Additionally, due to lack of device identification, a representative device could not be pulled for testing. The IFU states that, ¿tornado embolization coils are intended for embolization of selective vessel supply to arteriovenous malformations and other vascular lesions. Tornado embolization coils are ideally suited for tapering vessel situations. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed.¿ additionally, the IFU warns that, ¿positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. The document review of the manufacturing instructions, quality control documents, and specifications revealed that there are several quality and manufacturing inspections in place to contain related failure modes to the product before release to the customer. There is no evidence to suggest that the device was manufactured outside of specification. A requirement of cook¿s hilal, nester, and tornado coils is, ¿the embolization coil will not have any visual defects after delivery fatigue testing,¿ which comes from guidance for industry and FDA staff for class ii special controls guidance document: vascular and neurovascular embolization devices. Delivery fatigue testing was conducted on the coils and all coils passed acceptance criteria, showing no defects after delivery fatigue testing. The raw material (platinum) in the embolization coil is specified to certain purity levels and numerous controls are in place to make certain the material is properly washed and is free of debris throughout the manufacturing process. Validated processes ensure the device is manufactured in a clean environment and that the final device is sterile. Biocompatibility testing was completed on the materials used in the embolization coil. The design risk specification for embolization devices and outlines the potential failure modes that could have the effect of an adverse physiological response and the current risk controls in place was reviewed. The device is sterilized with ethylene oxide (eo) using a validated process. Devices are manufactured in a controlled environment where endotoxin and bioburden levels are monitored regularly. Biocompatibility testing was performed. Testing conducted on platinum includes cytotoxicity, acute systemic toxicity, implantation and hemocompatibility. The results of the testing did not show any toxic reactions. All biocompatibility testing passed and the materials comprising embolization devices have been proven to be clinically safe. From the review of the device master record, the cause cannot be established. It is possible that the cause is possibly user technique, but at this time, there is not enough evidence to support this theory. The IFU lists instructions for deploying the coil to minimize any damage to the device. If the anatomy was tortuous, that could cause the device to become kinked or damaged, leading to a separation. No additional evaluation of the device was able to be performed since the device was not returned. Without visual, dimensional, and/or functional testing of the product, it is unable to be determined if this complaint was driven by a procedural or device related cause. Therefore a definitive cause cannot be established. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [anatoljcardiol_15_9_765_766.pdf].

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products: left 6-f judkins catheter; unknown microcatheter (B)(4).

Event description:
It was reported the patient was admitted to the coronary intensive care unit with unstable angina four years after the first coil procedure (different manufacturer). Hypokinesia was detected on the anterior wall of the left ventricle with transthoracic echocardiography. Coronary angiography revealed that the bypass graft was patent but recanalization was seen on the left internal mammary artery (lima). . As a result, two tornado platinum embolization coils were released into the appropriate position in a patient during a coil re-occlusion procedure. During the third tornado platinum embolization coil implantation, the attachment apparatus was detached from the proximal part of the hinge point in the lima. Attempts to push the detached part into the side branch via a pusher and catch the detached part of the coil with a micro-snare were unsuccessful. During the procedure, severe vasospasms were seen on the lima, as the patient suffered from angina. Implantation of an everolimus-eluting stent into the lima next to the un-ligated side branch was considered with an aim to fix the detached part of the coil. Post procedure, the flow of the side branch of the lima was ceased and the detached part of the coil was trapped between the stent and vessel wall. Warfarin was reinitiated two days after the procedure, and following coil occlusion and stenting, ischemia on the anterolateral region disappeared on scintigraphy. The patient was mobilized without any complications following the procedure. Although additional information regarding the event and device information was requested, no further information is available.